Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the on off switch or joystick is broken. The caller stated that switch is broken in the on position. The caller stated that you cant shut off the joystick. The caller stated that the serial number had rubbed off so he could not provide a serial number.